Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09967. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined the root cause of the reportable malfunctions below: (1) the image does not appear due to failure of the patient circuit board. (During using 180 series endoscopes). Since this product was the one before countermeasure-products in which the design change was performed because the design of the operational amplifier circuit on the dr board did not satisfy the specification, it is assumed that the event occurred due to failure of the operational amplifier. It was noted that there was a design change performed because the design of the operational amplifier circuit on the dr board did not satisfy the specification. Countermeasure-products have been shipped since june 13, 2018. (2) the image is frozen due to failure of the dp board. (During using 190 series endoscopes). As 4 years and a half or longer have passed since the delivery of this product, it is presumed that the parts on the circuit board deteriorated over time due to long-term repeated use and the dp board failed, if this product was used frequently. Alternatively, it is presumed that the dp board failed due to accidental failure of the parts on the circuit board. The dp board performs video signal processing. It is presumed that the image was frozen due to the failure of the dp board. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced asset video system unit was returned to the service center. The service group found the unit produced no image when utilizing test 180 series endoscopes and the image freezes when used with test 190 series endoscopes. The unit's patient board and dp board were found defective. Additionally, the unit was equipped with the old software version and the front panel and top cover had some cosmetic wear. A review of the unit's repair history showed no previous repair records. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera iii video system unit was found to display no / freezing image. There was no report of any problems associated with the device and no report of patient injury or harm.